Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and had diabetic ketoacidosis. Customer¿s blood glucose level was unknown at the time of incident. Customer declined to check air bubble and leak. Drive support cap was normal. Customer was treated with insulin pump and manual injection. Customer did not allege for under delivering. Customer stated that the cannula was bent. Customer was treated with manual injection. The insulin pump will not be returned for analysis.